Event description:
It was reported that a thooth was extracted 6 months prior to when the implant was placed in the extracted site. The patiant retured 3 weeks later and the implant was loose. Implant never fully integrated.

Manufacturer narrative:
Made several attempts to gather information from the dentist. Once information is recieved this report will be updated.